Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The two other indeflator 20/30 devices referenced are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during inflation a cut was noted on the silicone tube of the indeflator causing a leak, thus it could not be used properly. The indeflator was replaced with another indeflator, there was no issue during inflation; however the indeflator failed to deflate. The second indeflator was replaced with a third indeflator and the same issue occurred. There was no damage noted to the two indeflators with the deflation issue. A non-abbott indeflator was successfully used to deflate the device. There were no adverse patient effects. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.